Event description:
It was reported that stent migration occurred. The target lesion was located in the aorta. A 24 x 45mm x 75cm wallstent-uni¿ endoprosthesis stent was advanced and deployed at the target lesion. Following stent deployment, the physician noticed that the stent had migrated to the distal side. The physician selected another wallstent to recover the migrated stent and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as this stent size is indicated for the use in the treatment of tracheobronchial strictures produced by malignant neoplasms and or the palliative treatment of stenosis of the superior vena cava due to a malignant process. However, this stent was used in the aorta. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the physician used another wallstent to cover remaining lesion.